Event description:
On (B)(6) 2013, the patient contacted animas alleging that the subject pump was not delivering insulin correctly. The patient reported that on three separate occasions, 12 to 24 hours prior to receiving a low battery alarm, her blood glucose (bg) readings began to climb. The patient stated her bg has read as high as 180 mg/dl with symptom of sluggishness. In response to elevated bg results the patient claimed she bolused and her bg would respond appropriately. There is no indication that the subject pump caused and/or contributed to an adverse event. The patient¿s reported bg reading and symptom do not meet anima's¿ criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged pump issue remained unresolved at the time of the call.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed no evidence of inaccurate delivery. No unusual activity observed in the black box prior to low battery warnings; only typical usage observed. The last bolus and basal deliveries were recorded on (B)(4) 2013. The total daily delivery added up appropriately and showed that the pump was delivering accurately. During testing, the pump successfully performed a delivery accuracy test. No alarms occurred during testing. The pump was found to be operating within the required specifications and delivering accurately. Unrelated to the complaint, evaluation revealed that the display screen was discolored; the screen was able to be safely read. The complaint of the pump delivering inaccurately was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.